Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection. The site was swollen, sore and had purulent discharge. The patient's blood glucose (bg) were over 250 mg/dl. For treatment, the patient was prescribed a antibiotic and diagnostic tests were conducted. The pod was worn on the hips and is discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.